Event description:
It was reported that there was upstream occlusion. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. However, in the event history log recorded an upstream occlusion. The probable cause is a defective dso sensor. Replaced dso sensor to resolve the report error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.